Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during a coil embolization procedure, the stent (subject device) partially deployed before reaching the target lesion. The physician withdrew the stent with the microcatheter as one unit with no consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned within the introducer sheath within the dispenser. Visual and microscopic inspection of the device found that the stent was returned in its deployed state. The distal tip of the introducer sheathe was damaged. The device dimensions were within specifications. During functional test, resistance was experienced as the stent delivery wire (sdw) was advanced out of the distal end of the introducer sheath due to the damage noted to the distal tip of the introducer sheath. No other anomalies were noted. Based on the information provided and investigation results, the reported stent deployed prematurely during use most likely related to some procedural factors limited the performance of the device, which met all required specifications. Therefore, it was determined that the reported event was related to operational context.

Event description:
It was reported that during a coil embolization procedure, the stent (subject device) partially deployed before reaching the target lesion. The physician withdrew the stent with the microcatheter as one unit with no consequences to the patient.